Manufacturer narrative:
Unit was not available for return.

Event description:
Rep reporting that md wants to return the product as something might be wrong with this batch: ""patient had a potential reaction"" from phone conversation: spoke with receptionist at md's office: she reported that the patient has had hyaluronic acid injections several times before and had no problem. Patient was not sure if it was monovisc or another brand. On (B)(6), she called the md's office and reported a very swollen and painful knee. On (B)(6), md had her come in and have her knee drained. Patient has said she would let them know if she had further problems, but did not call since. They are suspecting something wrong with this batch as she had not have any problems with hyaluronic acid injections before.

Manufacturer narrative:
Clarification and updates were received from the distributor (B)(4) on august 16, 2016: this initial, spontaneous case was initially reported (to the distributor (B)(4)) on (B)(6) 2016 by a physician who referred to a (B)(6) female patient (weight: (B)(6)) who experienced a pseudo septic reaction and knee drainage after a monovisc injection. The patient had a history of allergy to macrobid and erythromycin. The patient had previously 3 monovisc injections with the same lot number without issues. Anika therapeutics, inc. The manufacturer was initially notified of this case by (B)(4) on (B)(6) 2016. On (B)(6) 2016, the patient had an injection of 3cc lidocaine, 40mg depomedrol and 4 cc monovisc for her osteoarthritis of the knee. Supra patellar pouch was used. Sterile technique was used and there were no initial issues. The lot number and expiry date were provided and were s150060a and august 31, 2017. Concomitant medications included pariet, clavulin, bactrim rash, macrobid, ciprodex and pennsaid. On day 3 after the injection, the patient experienced very swollen and painful knee. She increased swelling which worsened at day 5, after golf. The patient had no injury and no constitutional symptoms. She was afebrile. She had a tense knee effusion, mild warmth but no erythema. On (B)(6) 2016, the physician had the patient's knee drained." The physician's likely diagnosis was pseudo septic knee. At the physician's office, they are suspecting that something was wrong with this batch as she did not have any problems with hyaluronic acid injections before. The physician reported that the reaction could be attributed to a malfunction of the monovisc, to a failure or deterioration in its effectiveness, or any inadequacy in its labelling or in its directions for use. However, he also specified that there was a reasonable chance the reaction also could be due to depomedrol or lidocaine injected at the same time. There was a significant deterioration in the patient's condition and mobility. However, it was transient and progressing towards baseline. The physician considered this incident as an incident which led to serious deterioration in health of the patient. The physician also suspected lidocaine, depomedrol or an osteoarthritis acerbation related to the activity soon after area possibilities. The patient was treated for the event with nsaids, in addition to the aspiration. The patient said she would call the physician's office back if her condition worsened, and she did not contact them back as of the date of (B)(6) 2016. The physician will follow-up with the patient on (B)(6) 2016. This case was linked to a product quality complaint number (B)(4). A quality investigation was requested and was ongoing. No further information was available at the time of this report. Unit was not available for return.

Event description:
Rep reporting that md wants to return the product as something might be wrong with this batch: ""patient had a potential reaction"". From phone conversation: spoke with receptionist at md's office: she reported that the patient has had hyaluronic acid injections several times before and had no problem. Patient was not sure if it was monovisc or another brand. On (B)(6), she called the md's office and reported a very swollen and painful knee. On (B)(6), md had her come in and have her knee drained. Patient has said she would let them know if she had further problems, but did not call since. They are suspecting something wrong with this batch as she had not have any problems with hyaluronic acid injections before.

Manufacturer narrative:
The sample related to the reported complaint was discarded. Three (3) unused companion products, with the same lot number, were returned for testing. A thorough review of materials, manufacturing, quality control testing and product release has been conducted as part of this investigation. There were no activities that would raise concern regarding the safety and effectiveness of monovisc lot s150060a. No additional action is required at this time. This report was originally filed on 03feb2017 on the test server. The account was approved and moved to the production server on 7august2017. I was informed to resubmit all previous files to the production server. Production account approval help desk ticket # 97122. Notification of moving files to production account help desk ticket # 102674.

Event description:
Follow-up information was received on (B)(6) 2017 from the physician and was incorporated to the case. The physician reported that overall, the patient was actually doing quite well. She had no repeat reactions with regard to her knee. Her effusion had come down. The physician re-focused on treatments for her knee and discussed the possibility of prp injections and also discussed the possibility of knee arthroscopy, dealing more with her mechanical meniscal symptoms. The physician also reported that he had given the patient as much information as possible and he thought she was going to consider all of this. He would continue to follow her. No further information was available at the time of this report. Note: this event happened in (B)(6).

Manufacturer narrative:
The sample related to the reported complaint was discarded. Three (3) unused companion products, with the same lot number, were returned for testing. A thorough review of materials, manufacturing, quality control testing and product release has been conducted as part of this investigation. There were no activities that would raise concern regarding the safety and effectiveness of monovisc lot s150060a. No additional action is required at this time.

Event description:
Follow-up information was received on 10-jan-2017 from the physician and was incorporated to the case. The physician reported that overall, the patient was actually doing quite well. She had no repeat reactions with regard to her knee. Her effusion had come down. The physician re-focused on treatments for her knee and discussed the possibility of prp injections and also discussed the possibility of knee arthroscopy, dealing more with her mechanical meniscal symptoms. The physician also reported that he had given the patient as much information as possible and he thought she was going to consider all of this. He would continue to follow her. No further information was available at the time of this report. Note: this event happened in (B)(6).